Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A watchman ® laa closure device was implanted. On (B)(6) 2018 warfarin was stopped, but the 45 day transesophageal echocardiogram (tee) had not been performed. When this was made known, the patient was started on plavix on (B)(6) 2018. The tee was performed on (B)(6) 2018 and there was a thrombus next to the device or attached to the device. The patient was admitted that day and placed on heparin. They were discharged the next day or day after with a therapeutic international normalized ratio. There were no further complications. Another tee will be scheduled in 45 days.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s cardiologist stopped the warfarin prior to the tee.